Manufacturer narrative:
(B)(4). Batch # m5503f. The analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a wedge resection procedure, on the first firing with a green cartridge, the device fired fine. The device was removed from the patient, the cartridge was removed, and when the scrub tech went to reload the device, the jaws would not open. Another device of the same product code was used to complete the procedure. Buttressing was not being used. There were no adverse patient consequences.